Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The device has not been received by the manufacturer for evaluation. Each event reported to bd is evaluated and investigated in accordance with our complaint investigation procedures. The investigation process includes, but is not limited to, evaluation of the event details provided by the complaint facility, a review of complaint history, manufacturing records and risk document where applicable, and an evaluation of the subject device when available to identify potential contributing factors.

Event description:
It was reported prepared a single-use implantable drug delivery device cannula for patient treatment, outer packaging intact, no fm visible to the naked eye, normal operation in the early stages; after about 1 minute clinical staff performed normal medical treatment and found that there was fluid leakage and blood flowing out from the end of the right-angle huber infusion needle of the single-use implantable drug delivery device cannula. The patient's medical treatment was interrupted, and timely medical treatment could not be provided. The patient needed to replace the single-use implantable drug delivery device cannula. Immediately replaced with a disposable implantable drug delivery device cannula of the same brand.